Manufacturer narrative:
(B)(4).

Event description:
It was reported that during used on a patient the helium loss alarm occurred. The device was replaced by a back-up in the hospital and therapy continued without problem. Patient outcome: reported as "good". There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "helium loss alarm" is unable to be confirmed. The root cause of the complaint is undetermined. If the additional information or parts are returned at a later date, a full investigation will be completed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that during used on a patient the helium loss alarm occurred. The device was replaced by a back-up in the hospital and therapy continued without problem. Patient outcome: reported as "good". There was no report of patient complication or serious injury and death.